Event description:
Bayer case number: (B)(4). Patient began to experience pain and many other problems (unspecified). [Pelvic pain female] bleeding [genital bleeding]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("patient began to experience pain and many other problems (unspecified).") In a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion intervention required) and genital haemorrhage ("bleeding"). Essure was removed in (B)(6) 2023. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, none of the events had resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: (B)(6) 2024: patient underwent pelvic resonance with some alterations (not specified). Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Patient began to experience pain and many other problems (unspecified). [Pelvic pain female]. Bleeding [genital bleeding]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("patient began to experience pain and many other problems (unspecified).") In a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion intervention required) and genital haemorrhage ("bleeding"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, none of the events had resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: on (B)(6) 2024: patient underwent pelvic resonance with some alterations (not specified). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-oct-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.